Event description:
Customer reportedly received results of 248 mg/dl and 128 mg/dl within 1 minute on the performa nano system. No actions taken based on device results. No adverse event reported. The alleged product was discarded and will not be returned for evaluation.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. Device will not be returned.